Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a venous puncture while attempting to access the vessel using a needle and guidewire in the package, the doctor noticed the end of the wire had curled up and got stuck at the end of the needle. Part of this wire had broken off and was stuck inside the patients surrounding tissue. The doctor was not able to retrieve the foreign body from the patient, so it was left in the patient. Procedure was successful and the patient is stable.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.